Event description:
Catheter in place for a duration of 20 days. Catheter removal initially progressing well, then resistance met with 10 cm of internal catheter length remaining nurse unable to remove catheter, despite rest period and application of warm compresses; patient referred to surgeon; skin "nick" required to remove remaining catheter length and pressured bunched. Fibrin sheath.